Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm frequently that make customer rewind the reservoir space and reload the insulin pump. Customer¿s blood glucose level was unknown. Customer reported random shut offs when battery doesn¿t come up as dying or dead. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected battery out limited alarm anomalies noted. No motor error alarm noted. Motor passed motor test. The p-cap locks into the reservoir compartment properly noted. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and broken belt clip slot. (B)(4).